Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The physician concluded that the rv lead was dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.